Manufacturer narrative:
Follow up has been performed to confirm events, and no response has been received at this time. Device labeling: in addition, concerns have been raised regarding potential damaging effects on children born to mothers with implants. Two studies in humans have found that the risk of birth defects overall is not increased in children born after breast implant surgery. Although low birth weight was reported in a third study, other factors (for example, lower pre-pregnancy weight) may explain this finding. This author recommended further research on infant health. A review of the evidence did not find that offspring of women with implants were at an increased risk for esophageal disorders, rheumatic diseases, or congenital malformations.

Event description:
Patient reported offspring being diagnosed with "developmental delays, seizure, and hyperactivity." The device remains implanted. This event has not been confirmed by a health professional. This medwatch is for the right side. See MFR report # 9617229-2015-00384 for the left side.